Event description:
Reporter alleged the test vial used with the blood glucose monitoring device printed expiration date is a usable one while the manufacturer's inventory system indicates the date of the vial is expired. Reporter stated the test strip vial date is 06/30/2006 while the inventory system date is 06/30/2003. Reporter indicated no actions were taken and no treatment was received as a result of the alleged incident. A request was made for the return of the suspect device and replacement product was sent.